Event description:
Consumer bought a pack of 150 micro mint plackers and the pick end came off. When asked for more info about the flosser pick, consumer said it came off once, while bending at the pick fold site while preparing to use it.